Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal seal and a tear was noted in the distal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured proximal seal and torn distal seal and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure, prior to transeptal puncture, when irrigating the sheath, bubbles formed from the sheath valve. The sheath was exchanged, and the procedure ended successfully without any adverse consequence for the patient.